Event description:
It was reported that this device was not pacing and the patient was not unstable and put on a temporary pacemaker. The pace impedance measurements were not ideal. Once the patient recovers the system will be tested. The patient suffered a cardiac arrest. Additional information noted that a revision took place and the system was explanted. When this device was connected to new leads the pace impedance measurements were out of range. Should the device be returned, this investigation will be updated. No additional adverse patient effects were reported.